Event description:
A customer reported that an rh discrepancy occurred on a donor sample when tested on galileo instrument (B)(4).

Manufacturer narrative:
Upon review of the result image files by an immucor technical support specialist, the sample results for initial and repeat testing visually appeared as reported by the instrument. No instrument problems were evident. No reagent problems were evident. Repeat testing using the same reagent lots produced the expected results. A sample related issue or possible clerical error could not be ruled out. The customer was informed and indicated it was possible the wrong segments may have been used for the initial testing. The customer was also made aware of the limitation in the galileo operator's manual which states that "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse typ results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history". The instrument is performing as expected.